Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. The customer¿s blood glucose level was 33 mmol/l at the time of incident and current blood glucose level was 28.7 mmol/l. The customer was also reporting multiple bent cannulas. The customer was treated with correction bolus. The customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.